Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 484 mg/dl, 319 mg/dl, 131 mg/dl, and 139 mg/dl. Customer took 13 units of insulin based upon the readings of 131 mg/dl and 139 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.